Event description:
Philips received a complaint by the customer on the v60 indicating that the top half of the touchscreen was not responsive, and touchscreen calibration failed. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the top half of the touchscreen was not responsive, and touchscreen calibration failed. The remote service engineer (rse) discussed the touchscreen replacement with the customer and provided the customer with the part number of the replacement touchscreen for repair. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.